Event description:
A malfunction was reported with the customer's pump, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Despite the issue, the customer had already completed a pump reset independently. However, technical support decided to replace the pump and provided instructions for backup insulin therapy using multiple daily injections (mdi). The customer was advised on the updated software for the replacement pump and necessary procedures upon its receipt. Instructions were also given for returning the malfunctioning pump.